Event description:
(B)(6). The dentist reported that after the dental implant was installed in the patient's mouth it was verified its non osseointegration, but did not report any other information on the case.